Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose values and insulin flow delivery blocked alarm. Customer¿s blood glucose value at time of incident was 465 mg/dl and current blood glucose value was 557 mg/dl. Customer declined to troubleshoot for high blood glucose levels. Customer treated the high blood glucose levels with manual injection. Customer was reporting past event which was resolved changing the complete set. Insulin pump will not be returned for analysis.